Event description:
It was reported that three days post implant, the right ventricular lead was explanted due to an insulation break. No patient complications have been reported as a result of this event. A 3500a was received and further reported that the patient received shocks due to inappropriate sensing. Additional information was later received indicating the lead had potential microdislodgement.